Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited lower than normal performance during implantable pulse generator (ipg) change. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited inability to pace bipolar.

Manufacturer narrative:
Supplemental aware date 2020-mar-20; if information is provided in the future, a supplemental report will be issued.